Manufacturer narrative:
A ge service representative performed an on site investigation. The r/min was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system was over 20 r/min in boost mode. No patient injury was reported.